Event description:
Prior to beginning the pt's first eecp therapy session, the pt took ntg sublingual to releive typical and mild angina. Eight minutes into the therapy session, the pt reported no chest pain. Twenty minutes into the therapy session, pulse increased, oxygen saturation decreased to 86% and shortness of breath developed. Oxygen and diuretics were administered at the office. The pt was then admitted to the hospital with a diagnosis of flash pulmonary edema and unstable angina. Within 48 hours the pt was removed from the ventilator and ICU. Six days later the pt was discharged. An mi was diagnosed as well.